Event description:
The customer reported that during an unspecified diagnostic procedure while patient was sedated, they were not getting air out of this colonovideoscope. In addition, they also could not turn off narrow band imaging (nbi) using the scope switch. The procedure time was extended, and the patient was sedated for sixty-one minutes. As reported, the procedure normally takes approximately thirty minutes. The patient had longer recovery time. The procedure was completed with the same device. No additional intervention done. There were no reports of patient or user harm associated with this event.